Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018, the patient was implanted with an adjustable pressure shunt due to hydrocephalus. In (B)(6) 2020, the patient had symptoms of loss of appetite and difficulty in swallowing. The patient's family contacted the surgeon, and the doctor stated that the pressure needed to be adjusted from 1.0 to 1.5. Currently, the patient was at home with symptoms of loss of appetite and difficulty swallowing. The pressure was planned to be adjusted on (B)(6) 2020.